Event description:
It was reported that the patient experienced syncope. The left ventricular (lv) lead exhibited rising and high thresholds. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that prior to the lv lead replacement procedure, the patient had a history of recurrent falls. The right ventricular (rv) lead and lv lead were dislodged, and the cardiac resynchronization therapy defibrillator (crt-d) migrated. During the replacement procedure, the crt-d was found to be inferolaterally dislocated and was pulled out of the pocket, and an lv lead insulation break was noted. The lv lead had dislodged to the coronary sinus ostium and attempts made to pull the lv lead out were unsuccessful due to significant adhesions. The lv lead remained stuck and was capped. The rv lead was repositioned and remains in use, and the crt-d was reimplanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.